Manufacturer narrative:
It was reported that the table is allegedly experiencing an unintended tilt movement. A stryker field service technician (sfst) arrived onsite and performed a visual and mechanical evaluation, and was unable to replicate the reported complaint. While interviewing staff onsite, the sfst was informed that the main hand control was on the floor during the incident. With the hand control not clipped to the table or in a health professionals' hand, there is the possibility that the hand control could have been stepped on, which provides the ability for a button to be pushed that was not intended at the time. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the table is allegedly experiencing an unintended tilt movement. There was no patient involvement or adverse consequence reported.